Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: MDR ID - 2134265-2017-00439. It was reported via facility medwatch mw5066679 that the tip of the rotawire was fractured. The target lesion was located in the left anterior descending (lad) artery. A 1.50mm rotalink¿ burr and a rotawire were selected for use. During the procedure, upon first pass of device, the drive shaft of the 1.50mm rotalink¿ burr fractured and sheared away the tip of the rotawire. The tip of the wire then migrated and remained in the apex of the lad. The 1.50mm rotalink¿ burr and the rotawire were removed together intact. The procedure was not completed due to this event. No patient complications were reported.